Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer performed a system check and an occlusion alarm occurred while insulin was observed exiting the tubing. The customer was to change the supplies on the pump. The customer's blood glucose (bg) level was 260 mg/dl and a bolus was to be delivered to address the bg level. The customer had been with the pump at 12000 feet and was currently at 8000 feet. The customer was to monitor the pump's performance while not exposing it to extreme elevation/pressure changes.